Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad trace. No moisture damager on electronics and motor noted. Pump received with severely scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he had been watering and gardening prior to the alarm occurring. Blood glucose level at the time of the incident was 117 mg/dl. The customer also reported that he recently had high blood glucose levels due to allergies and having a fever. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.